Event description:
Caller reported a cartridge alarm issue with the pump. There was no adverse impact to the customer¿s blood glucose level. Customer was advised to use multiple daily injections (mdi) as a backup therapy, and tandem technical support confirmed the shipping details for a replacement pump. Customer was instructed to place the faulty pump in storage mode before returning it via ups using a pre-paid label.